Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the battery was defective and the speaker was distorted and sometimes silent. It was also noted that the display flickered. There is no report of any patient impact or consequence as a result of the issue. No other details provided.

Manufacturer narrative:
The returned radical device was evaluated and functionally tested. An internal inspection of the device reveals a damaged rear interface connector, which prevented the battery from properly charging. The battery is completely discharged but is capable of taking and holding a charge. The unit is able to engage in monitoring, but speaker audio is distorted during alarm annunciation. The speaker was determined to be defective. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.